Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded the following: it was reported that a 3.5 x 48 xience xpedition was implanted in the right coronary artery on (B)(6) 2019. The longitudinal optical coherence tomography (oct) image does not appear to be consistent with the xience xpedition strut design but consistent with the strut design for the boston scientific stent. The imaging does support a stent fracture with a second stent implanted as evidenced again by the oct longitudinal view. The investigation was unable to determine a conclusive cause for the reported stent break. It should be noted that a clinical specialist reviewed the cine received from the account and found that the longitudinal oct image does not appear to be consistent with the xience xpedition strut design but consistent with the strut design for the boston scientific stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed on (B)(6) 2019 to treat a mildly calcified, mildly tortuous right coronary artery that was 95% stenosed. A 3.50x48mm xience xpedition stent was successfully implanted. On (B)(6) 2019, the patient underwent a new procedure to treat the left coronary artery and during the procedure imaging was performed and found that the previously implanted stent had fractured struts but the stent remained as once piece as there was one link still intact. The stent was well attached to the vessel wall. It was confirmed that there was no thrombus or stenosis in the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.